Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile change prior to damage) issue. It was alleged that the audio bolus button was under responsive prior to being torn/punctured. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the audio bolus button cover was punctured. The audio bolus button was under responsive. The audio bolus button cover was removed to find moisture corrosion under the audio bolus button contact.